Manufacturer narrative:
The device was returned to resmed for investigation. The evaluation confirmed that the internal battery was deformed. Based on all evidence and previous investigations of similar complaints, the investigation determined that the battery failure was due to a defective battery. The battery defect was due to an isolated component failure in the battery main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device internal battery was found deformed right out of the box. The device was not in use when the fault occurred; therefore, there was no patient involvement.